Event description:
The blood leak occurred immediatley after initiation of dialysis. It was reported that the dialyzer was at the initial use. The total blood loss was 200cc, since the blood was not returned to the pt.